Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in the shock impedance measurements of up to 143 ohms. The pacing impedance measurements had also increased but were not out of range. Troubleshooting and programming options were discussed with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.

Event description:
Additional information received reported that a painless shock lead test measurement was 148 ohms. Then a 41 joule commanded shock was delivered to test the integrity of the lead system. A code 1005 was observed on the patients device, indicating an open circuit condition was detected during shock delivery. Lead replacement was discussed. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.

Event description:
Additional information received reported that this rv defibrillation lead was explanted due to shock impedance measurements of greater than 125 ohms. A new lead was implanted. No additional adverse patient effects were reported.